Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility patient care technician (pct) reported an internal dialyzer blood leak that occurred two minutes into a patient¿s hemodialysis (hd) treatment. The blood leak was visually observed in the dialysate compartment of the dialyzer near the header cap. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. A blood leak test strip was used and tested positive. No visible damage was observed on the dialyzer. After the machine alarmed, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 250 ml. The pct confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed treatment after being resetup with new supplies on the same machine. The complaint device was reportedly available to be returned for manufacturer evaluation.

Event description:
A user facility patient care technician (pct) reported an internal dialyzer blood leak that occurred two minutes into a patient¿s hemodialysis (hd) treatment. The blood leak was visually observed in the dialysate compartment of the dialyzer near the header cap. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. A blood leak test strip was used and tested positive. No visible damage was observed on the dialyzer. After the machine alarmed, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 250 ml. The pct confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed treatment after being resetup with new supplies on the same machine. The complaint device was reportedly available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: a sample from reported lot was returned and subjected to a bubble point leak test. Leak was detected at approximately 190°, with the dialysate ports situated at 0°, on the non-cavity end. The dialyzer was subjected to destructive disassembly for visual examination. Upon extraction of fiber bundle, under magnification (x20), a potted fiber fragment measuring approximately 0.63mm in length was identified at the leak location. An opposing end was not identified. There was no other damage or irregularities noted. During lot history review there were no other complaints of any kind reported against the lot. A production records review was performed on the lot. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during manufacturing process which could be associated with the reported event. The lot met all release criteria. Continuous improvement is of utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints and via the non-conformance/CAPA program, to assess and improve products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks. Leak is confirmed due to potted fiber fragment. Probable causes for this are related to handling of fiber bundle during production and the insertion process of fiber bundle into the dialyzer housing. As fiber fragments/kinks and loops/ broken fibers are caused during manufacturing process, probable causes are manufacturing process problem and manufacturing deficiency. There are no other similar complaints reported against this lot number. A review of production records found no excursion related to fiber leaks and no associated non-conformances.